Manufacturer narrative:
On 6/5/2017 a medtronic representative went to site to perform a system checkout. Medtronic representative could not to replicate the issue. Representative re-seated all the cables. After all the cables were re-seated the medtronic representative performed a system checkout and the system was fully functional. No parts were replaced. No parts were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure the sites navigation system camera ahd turned off. The site was able to verify instruments, but the camera power went off during register task. Site used another medtronic navigation system to complete the procedure. Troubleshooting was performed after completion of procedure by turning the system off and on resolved the problem. There was a delay of less than 1 hour. No impact on patient.